Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms and motor passed motor test. The drive support disk was inspected and no anomalies were found.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Nothing further was reported.